Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the autopulse platform was unable to initiate compressions upon power up. There was no report of any patient involvement. No further information was provided.